Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80222u106) was advanced to the mitral valve. The clip was deployed, reducing the mr to 3. After preparation of the second cds, it was noted that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 4. Two additional clips were implanted medial of the first clip without any issues. Three clips were implanted, reducing the mr to 2. The patient was stable throughout the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (fragile posterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.